Event description:
The user facility recently received information reasonably suggesting that the patient was exposed to m. Abscessus as a result of the use of a cardioquip heater-cooler during a surgical procedure on (B)(6) 2020. Further information is included. Pgfe analysis confirmed a genetic match on (B)(6) 2021 between samples from pt and device. Following the (B)(6) 2020 procedure, the pt was discharged home on (B)(6) 2020. After weeks at home, the pt developed a driveline infection later confirmed to be m. Abscessus. Due to the pt's extensive environmental exposure since his surgery, a possible link between the mch unit and the pt's infection was not initially suspected, but a further investigation was conducted by the user facility upon learning of a transplant pt with an m. Abscessus infection. (B)(6) learned that a culture obtained on (B)(6) 2021 from the driveline drainage of a cardiac surgical patient resulted positive for m. Abscessus. The patient had undergone a cardiac procedure at (B)(6) 2020 facilitated by a cardioquip mch device designated "unit d" by (B)(6). Cultures from the patient and the mch unit were collected for additional analysis. In the interim, (B)(6) reviewed in detail records related to training of licensed perfusionists and the cleaning/disinfection procedures for the mch units. That review revealed that (B)(6) procedures adhered to and, in many aspects exceeded the processes set forth in the cardioquip ifus. (B)(6) extra procedures include, but are not limited to the following: in addition to the use of 0.2 um filter to provide demineralized filtered water as recommended by the ifus, (B)(6) also uses a prefilter ahead of the 0.2 um filter; on a routine monthly basis, (B)(6) drains all water from the units and disinfects the water tanks monthly, as opposed to the quarterly basis suggested by the manufacturer. During this process, in addition to the cleaning and disinfection steps outlined in the manufacturer's ifus, (B)(6) also lifts the condenser unit out for additional cleaning; (B)(6) provides training for licensed perfusionists to conduct the periodic cleaning and disinfection procedures of the mch units. Initial and annual competencies are documented and reviewed by a supervisor; (B)(6) conducts multi-disciplinary reviews to keep up-to-date on literature and/or adverse event reports related to heater-cooler machines and to review its own processes and documentation. (B)(6) review established that its cleaning, disinfection, and maintenance of mch unit d met and/or exceeded the cardioquip ifus at all relevant times. (B)(6) sampled mch unit f and a culture from one location sampled grew m. Abscessus. Because the organism is ubiquitous in the environment, (B)(6) sent samples from unit d and patient cultures to (B)(6) for genomic analysis. On (B)(6) 2021, (B)(6) received results from the laboratory demonstrating a genetic match between the samples. A records review has revealed no other known m. Abscessus cases among 80 surgical patients exposed to unit d between (B)(6) 2020 and the date the unit was removed from service. An epidemiological investigation and environmental cultures confirmed mch unit d as the most likely source of the patient's exposure. Genetically similar m abscessus colonies were not isolated from environmental cultures taken from the room where the patient underwent the surgery.